Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent caesarean section on an unknown date and mesh was implanted. The mesh was applied on the myometrium. Two days post-operatively, the patient experienced peritonitis with peritoneum inflammation. The infection symptom appeared around the device and the surgeon opined that the device caused the problem. The surgeon opined the mesh might be implanted wrinkled and if so the dead space due to wrinkle could become breeding ground for bacteria. Antibiotics were prescribed to treat peritoneum inflammation and drainage was performed. The patient was hospitalized and current patient status is unknown. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.